Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of clamping issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. The root cause of this failure was not identified as no product was returned. H3 other text : see h.10.

Event description:
It was reported that roller clamp was difficult to move. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported the roller clamp is very difficult to move.

Manufacturer narrative:
Date of event: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed, and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: a complaint of the roller clamp not working properly was received from the customer. No product or photo was returned by the customer. The customer complaint of clamping issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the root cause of this failure was not identified as no product was returned.

Event description:
It was reported that roller clamp was difficult to move. The following information was provided by the initial reporter: material no.: unknown; batch no.: unknown. It was reported the roller clamp is very difficult to move.